Event description:
Customer reported that, randomly, about every 3 days when entering a pt single viewer screen and after entering the admit menu or history menu, the system freezes. The user must restart the system in order to resolve.